Manufacturer narrative:
(B)(4). Batch # m54v1k. Expiration date: 7/5/2020. Manufacture date: 8/5/2015. The analysis results found that the cdh29a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Surgeon has been using the device for the past 10 years. The device is fully fired when the crunching sound is heard. Were there any staples missing from the staple line? The staples formation was not formed well as the cutting was not done. What was the shape of the staples (b-formation, irregular, legs straight)? Staples formation was out of the norm as the cutting does not happen. Were the staples deployed into the tissue? Staples were deployed into the tissue. Were the staples seen laying in the surgical field? Staples have to be removed one by one as the cutting was not there. Did any cutting of the tissue occur? Tissue was not cut according to the surgeon.

Event description:
It was reported by the affiliate that during a laparoscopic low anterior resection procedure, the surgeon tied the anvil head of the device on the bowel as the usual procedure. Upon inserting the trocar of the device into the anvil, the click sound was heard. Surgeon did the right thing by gently closing the rotating knob but according to him, the orange line on the indicator didn't move. He felt the tension with his experience and upon reaching the maximum of the rotation he felt best; he waited and fired the instrument. There were staplers forming but the cutting was not done. As this happened, the surgeon has to manually remove all the staples and redo the procedure. The doctor then hand sewed on the anastomosis to repair the entire procedure. The patient is stable.